Manufacturer narrative:
The cartridge is contraindicated for use with products other than humalog® and novolog®.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg) levels have been higher than normal since switching to novalin r (approximately 2 weeks ago). Bg levels were reported to be within the range of 300-408mg/dl, and were treated by taking manual correction injections of novalog. Tandem technical support advised the customer that novalin r is off label. Recommendation was made that the customer discuss the insulin with their healthcare provider